Event description:
It was reported that the patient underwent surgery to reposition his implantable neurostimulator (ins) because it caused discomfort. The day after repositioning, the caller reported that the patient was unable to adjust his stimulation and the patient programmer was displaying a "power on reset" (por) error that could not be cleared. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3093-28, lot#: v797203, implanted: 2011 (B)(6), explanted: na, programmer model: 3037, serial#: (B)(4).